Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with an intraperitoneal injection of amikacin (250 mg in the first and third bag, duration not reported). Four days after event onset, the patient was recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.